Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. A cause of death was not provided. A pump data review will be performed and a follow up report will be submitted accordingly.